Event description:
A malfunction with code malf 9 was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted in resetting the pump, and since the malfunction did not recur, they were advised to continue using the pump and to contact support again if the issue arises. The customer acknowledged and understood the instructions.